Event description:
Event description cpi received info that this implantable pulse generator (ipg) exhibited a no pacing output and no tememetry condition, after would closure. The pocket was re-opened, the physician elected to explant the device. A new ipg was successfully implanted.